Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance and sensor passed per specifications. Performed bicarbonate buffer test and sensor failed per specification due to low readings.

Event description:
The customer reported via phone that her blood glucose level was high. The customer¿s blood glucose level was over 400 mg/dl at the time of incident. The customer stated they had sensor reading discrepancies as the sensor was reading 215 when blood glucose was high. They also received calibration error and change sensor alerts. The customer removed the sensor. The sensor was returned for analysis.